Event description:
It was reported that during a right hemicolectomy procedure the ¿replace instrument¿ alert screen is displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the blade broken inside of the tube. In addition, it was received with the cable cut off. The device was tested with a test cable and connected to a gen11, an alert screen was displayed. During mechanical testing it was observe that the trigger could not open fully without manual assistance. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect, the broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Additionally, it was found that the coil pin was not assembled correctly, causing the reported event. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. Based on the information currently available, the coil pin issue was identified during the investigation of the sample received. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device blot number, and no non-conformances were identified.